Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a failed freestyle libre 3 plus continuous glucose monitoring (cgm) sensor application. The agent guided the user through rescanning, and readings appeared after the warm-up period. The user¿s blood glucose (bg) was 317 mg/dl on the cgm and 355 mg/dl by fingerstick. The user also reported having a bacterial infection and being on antibiotics, which the agent confirmed could affect bg levels. The highest blood glucose (bg) recorded was 355 mg/dl. Bg was corrected after connecting the new cgm. The user reported feeling unwell, likely due to the infection. No medical intervention was reported at the time of call.